Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed noise over-sensing on right ventricular (rv) lead, causing pacing inhibition and patient discomfort due to external stimulation. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.